Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3.5x8 mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion along a ht bmw universal ii 190 cm guide wire for pre-dilation. However, resistance was noted during advancement and removal of the bdc along the guidewire. The devices were still used for pre-dilation and the procedure was completed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.